Event description:
It was reported that a police officer was dispatched to the scene of a patient. The officer arrived approximately 1.5 minutes later. The patient was found unresponsive on the floor by his wife. The down-time was unknown. CPR was being performed and the officer then connected the device to the patient with q-c defib pads, receiving a continuous prompt to "connect electrodes." Minimal chest hair was noted and no diaphoresis. It was indicated that the device briefly flashed "analyzing" on the screen; however, an "analyzing" prompt was not heard. A second officer arrived on the scene approximately 5 minutes later. The q-c defib pads were removed from the patient and a second device was connected with a new set of q-c defib pads. This device also prompted "connect electrodes" and it also briefly flashed "analyzing" on the screen with no "analyzing" prompt. An als team arrived on the scene approximately 1 minute later, taking over care of the patient. The q-c defib pads were removed. It was noted that the pads had been reversed on the patient's chest. It is unknown what type of device or defib pads were used by the als team. It was reported that they received a "no shock advised" prompt. The patient was not resuscitated.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure could not be duplicated. An internal inspection was performed on both devices with no discrepancies observed. Proper device operation was observed through functional and performance testing.